Event description:
Reporter indicated the patient's increased seizures were about the same as pre-vns baseline level, and were felt to be due to the vns battery nearing end of service. Prophylactic vns generator replacement surgery is still planned, but has not occurred to date.

Event description:
Reporter indicated via clinical noted received dated (B)(6) 2012 that a vns patient was having a recent increase in seizures, and that it was felt the vns generator needed to be replaced. Surgery to replace the generator is likely, but has not occurred to date. Attempts for further information are in progress.

Event description:
Reporter indicated the patient had prophylactic vns generator replacement surgery performed on (B)(6) 2012. The explanted generator has been received and is pending analysis.

Event description:
Product analysis was completed on the returned vns generator. No anomalies were identified, and the generator performed per specifications. An implant card was also received to the manufacturer indicating diagnostics with the new vns generator and resident lead were within normal limits at the (B)(6) 2012 surgery.

Manufacturer narrative:
Operator of device, corrected data: the initial MDR report inadvertently listed the incorrect operator of the device. The correct operator of the device is the patient. Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.